Event description:
Customer reported she jumped into the pool and the insulin pump was not working. Customer's blood glucose was 250 mg/dl. Customer reported the device was vibrating without an alarm or alert. The display went blank immediately after exposure to moisture. Constant tone was appearing. Customer stated she forgot to remove the device before going into the pool. Customer stated fluids were under the lcd display. The device was not dropped or did not have any cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No blank display was noted. The insulin pump was monitored and no vibrating anomaly and no constant tone was noted during testing. The insulin pump was received with moisture damage at the electronic assembly, minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.